Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they don't feel like the device was working as good as the trial did. Patient stated that they can't adjust the therapy as the healthcare provider (hcp) advised not to. Patient said that they went home and tried to open the handset to see what it was on and it was set at 0.1 so it was basically not on. Patient increased the intensity and said that it was helping more but it's still not anywhere that they were before. Agent asked the patient if they had a 50% or greater symptom improvement and patient stated that it was not there yet. Patient mentioned that they have a follow up appointment with their healthcare provider (hcp) tomorrow. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient not feeling like the device was working as good as the trial did was because the therapy was not really turned on. It was not caused by normal battery depletion. The cause of the issue was determined to be the patient accidentally turning it off. As resolution, the device was turned back on. The issue was resolved. The cause of the therapy being off was determined as the patient turning it off. The issue was resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***